Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer was able to resume insulin delivery. Customer's blood glucose was 240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.